Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did sutures break from w4242 break during the lcsc procedure? - yes, it is suture snap while taking the bite the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a lower segment cesarean section procedure on (B)(6) 2018 and suture was used. While she was about to suture the uterus, the suture snapped on the 2nd bite. Another foil was used and closed the uterus. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Investigation summary: one complaint sample was received in open condition. During visual product evaluation, it was found that complaint sample pack had broken suture inside. As complaint sample pack was received in open condition, functional product evaluation cannot be performed on received sample. Retained samples were evaluated. All the individual tensile strength values for retained samples were found to meet usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.